Event description:
The 3m pump hand control was immediately taken out of the autoclave prior to case start. It was then clipped and placed on the sterile field drapes. The pt, under anesthesia, coughed and moved causing skin contact with the hand control unit. A burn area about the size of a quarter was noticed on the right shoulder area. A cool saline sponge was applied interoperatively. Postoperatively the surgeon treated the area.